Event description:
Caller reports a potential false positive tni result using the triage cardiac profiler kit. Customer is not aware of any invasive procedure performed based on the tni results. The lab used tni 0.12 as the cut-off.

Manufacturer narrative:
Investigation pending.